Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, stent damage occurred. The 90% stenosed, non-calcified and mildly tortuous target lesion was located in the mid left anterior descending (lad) artery. The 3.00x20mm taxus express2 drug eluting stent (des) delivery system was unable to cross the target lesion. After several attempts to cross the lesion, it was noted that the stent edge was damaged. The device was removed and the procedure was completed with another of the same device. There were no condition is listed as "good". Additional information was requested, but was not available.

Manufacturer narrative:
The complaint device was disposed and not returned for the technical analysis. As the batch number is unknown, a review of the manufacturing documentation could not be completed. The most probable root cause is determined to be operational context.